Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic following an alert for increased high voltage lead impedance on the right ventricular (rv) lead due to a broken conductor. The issue will be resolved by explanting and replacing the rv lead. Further information was requested but not available. The patient was in stable condition and experienced no adverse health consequences.

Event description:
The patient presented to the clinic following an alert for increased high voltage lead impedance on the right ventricular (rv) lead due to a broken conductor. The issue was resolved by implanting a subcutaneous implantable defibrillator and deactivating the rv lead and system. The patient was in stable condition and experienced no adverse health consequences